Event description:
Facility reported that only a minute or two after the pt began treatment there was a blood leak alarm. The bath hose looked clear. When the dialyzer was inspected, blood leaking from broken fiber was noted near the arterial end of the dialyzer. The treatment was stopped and the blood was not returned to the pt. Estimated blood loss was 250cc's. No medical intervention was required. The pt is stable. The sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.